Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5043363, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing stimulation on her rib area. It was noted that the leads migrated. The patient underwent a revision procedure wherein the leads were replaced and was doing well postoperatively.